Manufacturer narrative:
A portion of the catheter was returned in a biohazard bag along with the label. The catheter portion returned was the backend measuring 51.1cm noting the touhy-borst adapter was still attached, the remainder of the catheter, approximately 20cm was not returned. In viewing the end of separation, it was noted to have a pinched appearance noting the catheter has been partially cut and then pulled to separation. Most likely the device has been damaged by an instrument of undetermined origin. Nothing had to be retrieved from the patient, all pieces of the catheter were stated to be inside the scope, however, the customer will be contacted to address the location of the remaining pieces. Should additional information be received it will be forwarded.

Event description:
As stated on the medwatch report: a cook 5fr open end catheter broke into 3 pieces while in use. The pieces broke while still inside the scope; no pieces were loose in the patient.